Manufacturer narrative:
Correction: please retract this report 2017865-2020-08640, the same issue was previously reported as 2017865-2019-13614.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow up. Interrogation of the device revealed that the right ventricular lead had a high out of range threshold value and had small r waves. Fluoroscopy revealed no lead damage, so the physician elected to open the pocket to check the lead position. While the pocket was reopened, the parameters were not optimal, so the lead was capped and replaced on (B)(6) 2020.